Manufacturer narrative:
(B)(4). The device had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. A missing o-ring and missing end cap sticker. No broken battery tube threads noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the reservoir top is broke at the lip of the reservoir and black ring come out. The insulin pump will be replaced. The insulin pump will be returned for analysis.